Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was 536 mg/dl at the time of incident. The customer's blood glucose was 508 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections. The customer stated that she found a large air bubble. The customer was advised to disconnect and reconnect the tubing and reservoir. The customer stated that the insulin did exit during plunger push after disconnecting and reconnecting the tubing and reservoir. The customer stated that the insulin did exit during manual prime. The customer stated that there were no leaks, insulin issues and site issues found during troubleshooting. The insulin pump will not be returned for analysis.